Event description:
It was reported that the patient sent a remote transmission because they heard a beeping sound from their device. The lead impedance trend data was blank on the remote transmission. It was noted that the patient was near a magnetic toy at the time. The device remains in use. Also, performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data revealed that there was high resistance/impedance as there was one patient alert for rv (right ventricular) pace lead z equal to 1048 ohms on (B)(4) 2009 03:00:05. Also, the weekly pace lead impedance trend data show various spike increases for max ventricular pace equaling 1008 to 1128 ohms range between (B)(4) 2011 and (B)(4) 2012.